Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w (B)(4), lot number 73h1400076 investigation did not show issues related to the complaint. The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples do not close. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat (B)(4) was received used, opened without original packaging, lot # was not confirmed, stapler was received with remaining staples; staples was observed slightly misaligned. During visual inspection it was observed that components looked well assembled, no stuck staple in the tip the cartridge, cover block, bottom & frame components have blood residues embedded, a label glued between frame and trigger components; label information does not correspond to the sample. Sample received did not confirm the defect reported by the customer staples do not close during visual inspection. A functional inspection was performed with stapler & all staples were fired/closed without problems, however, an alternate condition was observed during activation (2 stuck staples; this condition is due to fast activation that was performed), but in normal inspection the devices worked properly. Therefore, a corrective action is not required at this time. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the staples do not close. The patient's condition was reported as unknown.